Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic gastric bypass event description: it was not possible to fire the clips, clip applier had to be replaced. Additional information received by an applied medical representative via email on 09jan26: additional questions were asked to the customer but the answer was really short without much information. It was a laparoscopic gastric bypass. The patient was not injured. The clips could not be released. The event date is unknown. Intervention: clip applier had to be replaced. Patient status: the patient was not injured